Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for the migration and removal difficulty issues. The root cause could not be determined. The device was labeled for single use.

Event description:
This information summarizes one malfunction. A review of the reported information indicates that model ec500j, vena cava filter, allegedly experience migration of device or device component, and was difficult to remove. This information was received from a single source. This malfunction involved a (B)(6) year old female patient with no consequences. The patient's weight was not provided.